Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 102) has been confirmed.  Upon investigation the monitor displayed a service code 102 (charge profile fault).  The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying service code 102 messages.